Event description:
Consumer reported receiving imprecise sequential readings on blood glucose monitor. The values, when plotted on a parkes error grid fell in the "c" zone, showing the difference in values to be cliniclly significant. There was a report of death, serious injury or mistreatment associated with this event.